Event description:
End user hosp suspects that air introduced via the y-adaptor caused no flow in the cad. The pt was bradycardic, hypotensive, had chest pain. The pt had surgery - the lad was successfully ballooned and stented to restore flow.